Event description:
It was reported that the patient slipped in the skull clamp. No other information provided. Several attempts to obtain additional information were made. To date, no new information has been received.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.